Manufacturer narrative:
Device passed the displacement test and rewind. No unexpected rewind anomalies noted. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No unexpected hard to read anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had crack near the battery cap, rewind was slower and the scratches on the screen made it hard to read. The customer¿s blood glucose level as unknown. The insulin pump will not be returned for analysis.